Event description:
During a preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction. Manual control of the system pumps and alarm sensors continued to be available through local controls. Re-start of the pump system resolved the malfunction of the display. There was no reported adverse consequence to the patient as a result of this event.